Event description:
Additional information was received which indicated the patient was seen. Testing was performed and the device was reprogrammed. The products remain in service and the patient is being monitored remotely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. Further review noted the impedances had spiked above 1000 ohms a few months prior, but recently became out of range at values greater than 2000 ohms. Noise was also seen on the electrogram and on one occasion, was oversensed. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered an alert for high out of range pace impedances on the non-boston scientific right ventricular (rv) lead. Further review noted the impedances had spiked a few months prior, but recently became out of range. Noise was also seen on the electrogram and on one occasion, was oversensed. At this time, the products remain in service. No adverse patient effects were reported. Additional information was received which indicated the patient was seen. Testing was performed and the device was reprogrammed and the patient is being monitored remotely. Additional information received indicated that this pacemaker exhibited out-of-range impedance measurements on the non-bsc rv lead that triggered a safety switch from bipolar to unipolar. The clinic attempted a new programming option; however, the patient reported not feeling well with this programming. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the non-bsc lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered an alert for high out of range pace impedances on the non-boston scientific right ventricular (rv) lead. Further review noted the impedances had spiked a few months prior, but recently became out of range. Noise was also seen on the electrogram and on one occasion, was oversensed. At this time, the products remain in service. No adverse patient effects were reported. Additional information was received which indicated the patient was seen. Testing was performed and the device was reprogrammed and the patient is being monitored remotely. Additional information received indicated that this pacemaker exhibited out-of-range impedance measurements on the non-bsc rv lead that triggered a safety switch from bipolar to unipolar. The clinic attempted a new programming option; however, the patient reported not feeling well with this programming. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the non-bsc lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.